Event description:
It was reported that the table locks did not actuate, causing the tabletop to unexpectedly move in both lateral and longitudinal directions without resistance (free float). There was no report of fall or injury. This situation could contribute to an injury if a patient or operator were unaware of this condition while loading or unloading a patient. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) found that the optical switch flag in the foot pedal assembly was misaligned, simulating a signal to disengage the locks and creating the reported float condition. The fe adjusted the flag and he verified that the locks were performing as expected.